Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable drug infusion device. The drug being delivered was 10 mg/ml morphine (unknown) at 1.831 mg/day. The reason for use was post lumbar laminectomy syndrome and spinal pain. It was reported that the pump was alarming or beeping. The caller stated that the pump was alarming, and the sound was consistent with ¿sm alarms ,¿ it was a critical alarm. The event date was reported as (B)(6) 2018. The reason for the alarm was unknown and the pump was due to be filled on (B)(6) 2018. The caller was to follow up with the healthcare professional (hcp). The consumer stated that they called the hcp office and they told her to call the manufacturer. It was reviewed to call the clinic back and tell them that the pump is doing the critical alarm and that the patient needs to be seen. The patient was sleeping a lot and it was hard to keep him awake. ¿the change in him is significant.¿ additional information was received from the hcp via a manufacturer¿s representative (rep) on (B)(6) 2018. A motor stall was being reported. The rep reported that they received a call on (B)(6) 2018 from the nurse as the hospital regarding the patient. The hcp stated that the patient¿s pump was not functioning. An interrogation of the pump revealed that the pump went into a motor stall on (B)(6) 2018 at 12:48 a.m. The patient was experiencing withdrawal symptoms of restlessness and increased pain. No surgical intervention occurred. Surgical intervention was planned and not scheduled. The patient weight was unknown. The patient status was reported as ¿alive ¿ no injury.¿ there were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics were performed and no interventions were taken. The pump status was ¿implanted ¿ remains in service.¿ the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative (rep) on (B)(6)2018. The motor stall has not been resolved. The rep reported that "in speaking with the managing physician, he will implant a new pump, but no date has been set as of today." There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump failed and had a motor stall. The patient was going through withdrawals and was hospitalized. The patient and the patient's friend or family member were requesting physician listings because the patient wanted to implant another pump. No further complications were reported.